Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting increasing pacing impedance measurements and elevated threshold measurements on the right ventricular (rv) channel. There is no noise and nothing could be reproduced in terms of noise. A lead issue was suspected but was not confirmed. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing. A revision procedure was performed and the rv lead was removed from service. The device remains actively implanted. No additional adverse patient effects were reported.